Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced an infection while using the purewick female external catheter. It was unknown what medical intervention was provided for the infection. Per clinical follow up via phone on 13-aug-2024, the patient¿s daughter reported the patient had diarrhea, and the wicks were replaced frequently/every 2-3 hours. The patient had developed a urinary tract infection (uti), rash, and moisture related skin damage. The doctor prescribed ointment for the skin damage; however, there was no treatment for the uti reported. Additionally, the patient stopped using the purewick device. The 82-year-old female patient passed away on (B)(6) 2024, but the cause of death was unknown as the death certificate was unavailable. The patient¿s daughter reported the patient went to the emergency room (ER) due to blood in her stool, and she passed away shortly after.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon. Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced an infection while using the purewick female external catheter. It was unknown what medical intervention was provided for the infection. Per clinical follow up via phone on 13-aug-2024, the patient¿s daughter reported the patient had diarrhea, and the wicks were replaced frequently/every 2-3 hours. The patient had developed a urinary tract infection (uti), rash, and moisture related skin damage. The doctor prescribed ointment for the skin damage, but the daughter was unable to confirm if the patient received any treatment for the uti. The patient stopped using the purewick device. Lot number for the wicks was unknown. The 82-year-old female patient passed away on (B)(6) 2024, but the cause of death was unknown as the death certificate was unavailable. The patient¿s daughter reported the patient went to the emergency room (ER) due to blood in her stool, and she passed away shortly after.